Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the driving cap/threaded (part # 03.010.523, lot # l788102, mfg # 24-apr-2018) was received at us cq with the distal tip broken off just at the start of the first thread. This is consistent with the reported complaint condition, thus confirming the complaint. The broken portion of the device was not returned to us cq. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523-us; lot: l788102; manufacturing site: bettlach; release to warehouse date: 24. April 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient # (B)(6). Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure due to left subtrochanteric femoral fracture, a driving cap thread broke out of radiolucent insertion handle for a femoral recon nail (frn) while being struck by an unknown mallet. Additionally, the insertion handle for frn was broken as well. The driving cap was manually held in place to facilitate driving nail into position. The broken fragment was easily removed. The procedure was successfully completed without surgical delay. Patient fracture reduction was completed with no harm reported. Concomitant device reported: unknown mallet (part# unknown, lot# unknown, quantity#1) and recon nail (part#: 04.033.037s, lot#: l823652, quantity#: 1). This is report 1 for 2 (B)(4).